Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported, by the patient, that a right inguinal hernia repair was done in 2003 and mesh was implanted. Within six months post-operatively, the patient experienced pain, loose bowels, and fever. An additional procedure to remove the mesh was done in 2015. Additional information has been requested.